Manufacturer narrative:
The complaint on the (B)(4) could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review for lot 13549761 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device has been requested to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch on an unspecified date. It was reported that the b port was having stick downs with the spiros. It was confirmed that the spiros is the only item used with the b-port; nothing else comes in contact. When the customer attaches multiple different drug secondary tubing with spiros on the end, upon administration of the second medication, the middle clear plastic inside the blue clave on the cassette gets pushed down and it won¿t infuse. The pump keeps keeps alarming. Also, when the customer detaches the secondary tubing, fluid from the primary flows out of the clave. There was unknown patient involvement and no report of human harm.